Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address liner disassociation and pain. Update recd 10/25/2016 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from poly wear causing the metal femoral head to wear against the cup causing elevated ions. Litigation also alleges patient suffers from discomfort and inflammation. Adding the femoral had and liner to the complaint. Complaint was updated 11/08/2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update may 05, 2017: litigation and medical records received. In addition to what was previously reported, pfs alleges squeak, and leg length discrepancy. After review of medical records for MDR reportability, it was stated that the patient experienced pain and audible squeaking and was revised due to liner wear. Revision op notes stated presence of joint fluid with mild metal staining of the synovial lining of the pseudocapsule. It also stated that the liner had dislocated and partially spin out. Records also indicated leg length discrepancy with the right being less than 4mm compared to the left. There were no lab values provided for the alleged high metal ions. This complaint was updated on: may 18, 2017.

Event description:
In addition to what was previously alleged, ppf alleges metallosis. After review of medical records, there was no new information provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.